Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on disconnected mode. A technical support specialist dialed into the station and checked data synchronization logs, orders are crossing and able to ping server from station. The tss confirmed that the station was not in disconnected mode and no further issues were found. The tss attached the knowledge article¿ retry mode due to missing previous transaction¿ for user reference. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was in disconnected mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.